Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. There were no issues that occurred during the procedure. Around 15 hours post procedure the patient was in the hospital and they were "blue". The patient was acidotic and had ventricular tachycardia. Chest compressions were performed on the patient. The patient was on a ventilator and it was decided to withdraw care at a later time that day.